Manufacturer narrative:
Results: bd had not received samples but photos were. They showed what appeared to be an eclipse needle attached to a pronto holder. It appears that there is blood contamination inside the holder. It can't be determined if the sleeve is leaking or has recovered. No visual defects can be seen in review of the photos. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was not able to duplicate or confirm the customer's indicated failure mode. Based on the investigation, no product issue was identified as the product was found to be in conformance and meet release specifications.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle, after puncture, did not slide back, causing the blood to keep flowing after removal of the tube. No serious injury or medical intervention.